Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that they patient experienced a blood glucose (bg) as high as 455 mg/dl with nausea, shakiness and being irritable and emotional associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and self-treated with insulin via their pump and insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. The reported bg excursion does not meet the criteria for a serious event. This complaint is being reported because of the alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: the pump history showed that the last bolus was on (B)(6) 2014 and the last basal delivery was on 10/21/2014. The pump was manually suspended on (B)(6) 2014 at 11:37; deliveries never resumed. The total daily doses correctly added up and reflected the users programmed basal and bolus deliveries. There were typical alarms observed in the alarm history. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. Unrelated to the original complaint, the battery compartment was cracked.